Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach steel infusion set, with fingerstick readings reported in the 300¿400 mg/dl range and a site noted as wet and leaking; the user later observed the steel needle appeared bent and performed a full supply change, replacing the steel needle and relocating the infusion site. Investigation included troubleshooting over the phone, fingerstick verification, review of infusion site integrity, and instruction for supply replacement and site rotation. Further investigation of this case revealed evidence consistent with an infusion site leak and a bent steel needle that likely prevented insulin delivery. The user reported symptoms include nausea. Outcomes included self-management at home with guidance to administer a subcutaneous insulin injection off-pump and to allow time for glucose to trend down after a complete supply change, without hospitalization. It was concluded that hyperglycemia occurred due to interrupted insulin delivery from a compromised infusion site and bent needle, with resolution actions implemented through supply change and site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.